Event description:
Note: this report pertains to the first of three devices that were used during the same procedure. A speedband super view super 7 ligator was used to treat an esophageal varix in 2008. According to the complainant, the physician attempted to deploy a single band on the varix and the device failed to fire. Refer to manufacturer reports: 3005099803-2008-00305 and 3005099803-2008-00306 for details regarding the other two devices.

Manufacturer narrative:
The device has not been returned; therefore, a device evaluation is not available and the cause of the reported malfunction is undetermined. The device history record of the pertinent lot was reviewed; no anomalies were noted. A review of the complaint database revealed two additional complaints have been reported for the lot (by the same customer during the same procedure). The february 2007 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.